Event description:
Intervention on right coronary artery, ventricular fibrillation occurred, "cor-o" team arrived; auto defibrillator pads placed on pt; the pt's chest was very hairy, causing arc and burning pt's chest. Pt stabilized and intubated, burns treated with silvadine in the cardiac catheterization pads involved melted. As a result of this incident, facility is no longer using this type of pad.